Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump has been alarming failed battery test, battery out limit, weak battery and low battery. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; customer received a failed battery test alarm. Mother stated that the insulin pump was exposed to sweat while the customer was mowing the lawn but alarms had also occurred prior to the exposure. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No unexpected low battery alarm was noted. No failed battery alarm, battery out limit alarm or weak battery alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.